Event description:
Information received indicates there is no power output to the bed due to corrosion on the cib circuit board.

Manufacturer narrative:
The technician replaced the cib circuit board to repair the bed.